Event description:
The customer alleged that the liftarm of the likolight lowered down when the pt was in the lift without the caregivers touching the controls. It was alleged that it lowered a little faster than using the hand control. No injury was alleged. The customer is performing an internal investigation and will not disclose their investigation at this time. A f/u report will be sent once the customer discloses their investigation.